Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false positive occurred. Confirmatory testing was performed using pcr lab tests. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer received a false positive test result when conducting the veritor at home test kit. Problem description: ¿my daughter got a false positive. We then took her to the dr and the pcr lab test they gave her was negative."

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received a positive test result¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿but a pcr lab test was negative¿. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false positive occurred. Confirmatory testing was performed using pcr lab tests. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer received a false positive test result when conducting the veritor at home test kit. Problem description: ¿my daughter got a false positive. We then took her to the dr and the pcr lab test they gave her was negative."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.